Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. Reportedly, there was no evidence of an alarm occurring at the time of the suspend issue and no evidence of use error to explain the alleged suspend issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2014 with the following findings: visual inspection revealed moisture in the battery compartment. The pump was unable to power on and was completely unresponsive due to the moisture. The complaint of a suspend issue could not be investigated to inability to power on the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.